Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was capped as the therapy delivery was not the desired. No additional adverse patient effects were reported .